Manufacturer narrative:
Ref. ID: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
While the system was being used for a fluoroscopy study, the mains cabinet started making loud popping sounds along with sparking, smoking, and an electrical fire inside of the cabinet. Nobody was injured.

Manufacturer narrative:
Ref. ID: (B)(4). The proxidiagnost system is a stationary nearby-controlled system supports general radiography and fluoroscopy imaging. The system is connected to the hospital main power supply. To adapt the voltage to the hospital power supply, the system is equipped with a spdu (system power distribution unit). This spdu transforms the voltage and eliminate spikes. Therefore the spdu contains a line-filter. On this filter are varistors that protects the system against overvoltage. In case of overvoltage the varistors made a short circuit or cut the connection. In case of a short circuit the varistor are designed to thermally self-destruct. The field service engineer investigated on site and confirmed the issue. He found that the line filter of the spdu caused this issue. A CAPA investigation leads to a field safety correction (fco70600105). Philips field service engineer installed the field safety correction. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended.

Manufacturer narrative:
Ref. ID: (B)(4). The proxidiagnost system is a stationary nearby-controlled system supports general radiography and fluoroscopy imaging. The system is connected to the hospital main power supply. To adapt the voltage to the hospital power supply, the system is equipped with a spdu (system power distribution unit). This spdu transforms the voltage and eliminate spikes. Therefore the spdu contains a line-filter. On this filter are varistors that protects the system against overvoltage. In case of overvoltage the varistors made a short circuit or cut the connection. In case of a short circuit the varistor are designed to thermally self-destruct. The field service engineer investigated on site and confirmed the issue. He found that the line filter of the spdu caused this issue. A CAPA investigation leads to a field safety correction. Correction: h6 result and conclusion. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.